Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available and as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse catheter and the patient experienced pericardial effusion and junctional rhythm that required hospitalization. After initial case everything was normal and there was no sign of an effusion pre or post case, and the patient was released home fine. However, the patient reported back to the hospital with junctional rhythm and this was when the effusion was noticed. It is not known if any medical intervention was provided to the patient. The physician reported the last known status of the patient was that they are doing okay. The exact date of procedure or return to hospital is unknown.